Manufacturer narrative:
Pr was not assigned when complaint was filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an email from the patient's son on behalf of his father with the following we recently had an appointment at respiratory homecare solutions in burlington, ontario to exchange my father's philips CPAP machine that had been recalled. The CPAP dreamstation serial number was (B)(6), purchased (B)(6) 2021, with recall registration number (B)(4). This machine was replaced with a dreamstation2. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The patient's son went ahead to state that this situation has caused significant distress for my father and my family. Clinical assessment states that based on the information currently provided and available, the reported significant distress is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. No further action is required. If additional information is obtained about this event, please send it to the pms clinical expert for review. The device was exchanged, and the manufacturer is yet to evaluate the device. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an email from the patient's son on behalf of his father with the following we recently had an appointment at respiratory homecare solutions in burlington, ontario to exchange my father's philips CPAP machine that had been recalled. The CPAP dreamstation serial number was (B)(6), purchased (B)(6) 2021, with recall registration number (B)(6). This machine was replaced with a dreamstation2. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The patient's son went ahead to state that this situation has caused significant distress for my father and my family. Clinical assessment states that based on the information currently provided and available, the reported significant distress is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Additionally, the product UDI has been updated.